Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 800 mg/dl. The customer was experiencing the symptoms of chest pain and couldn't stop vomiting and abdominal pain. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer stated that there is emergency room visit and customer's blood glucose was 800 mg/dl. The customer cause of emergency room visit as per health care provider is diabetic ketoacidosis. The customer is still hospitalized and will call back to troubleshoot for his pump once he feels better.